Manufacturer narrative:
(B)(4).

Event description:
It was reported that decrease in battery longevity was observed. On 0(B)(6) 2016, the device had three year longevity and on (B)(6) 2016, the device had 1.5 year longevity. It was concluded that the programmer provided an overly optimistic longevity estimate in (B)(6). The problem was with the programmer's longevity calculator and there were no issues with the patient's ICD.